Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 1999 - the pt underwent a total pelvic repair with implantation of a bard flat mesh and oophoropexy and salpingectomy. The attorney's report alleges injury, "pain and suffering", disability, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Based off the info provided, it is reported that the pt suffered from multiple post-op issues including adhesions and infections, however, there is no info in the pt's medical records to support these claims. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due to additional information received from the patient's attorney. It was reported that the patient underwent additional surgical procedures post implant of the bard soft mesh in 1999. While the patient underwent additional surgical procedures post implant, there was no mention of any visualization or involvement of the "marlex" mesh in those subsequent procedures. It was originally reported that the patient experienced infection and adhesions, however, based on the medical records provided which only go up to (B)(6) 2012, there was no indication of any adhesions directly related to the "marlex" mesh. In regards to the allegation of infection, the medical records provided indicate that the patient did not have any findings of infection. While there were no findings of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The patient's attorney originally alleged the patient experienced adhesions, cystocele, dyspareunia, enterocele, rectocele, urinary incontinence, vaginal vault prolapse and recurrent or chronic vaginal or bladder infections. The following is based off a review of additional patient's medical records provided to davol by the patient's attorney: on (B)(6) 1999 - the patient was diagnosed with pelvic floor prolapse and underwent a total pelvic floor repair with implant of a bard/davol ¿marlex¿ mesh. On (B)(6) 2003 - the patient was diagnosed with persistent left ovarian cyst, right lower quadrant pain and pelvic and abdominal adhesions. The patient underwent a laparoscopy with lysis of adhesions. There was no mention of any visualization or involvement of the "marlex" mesh. On (B)(6) 2004 - the patient had an md office visit with complaints of left lower quadrant pain. The patient had a pelvic ultrasound performed with findings of bilateral ovarian cysts noted. On (B)(6) 2004 - the patient underwent a laparotomy with bilateral salpingo-oophorectomy and lysis of adhesions. There was no mention of any visualization or involvement of the "marlex" mesh. On(B)(6) 2012 - the patient had an md office visit with complaints of urinary frequency. A urine analysis was performed and resulted with no findings of infection. On (B)(6) 2012 - the patient had an md office visit with complaints of bladder pain. Patient reported occasional dysuria but persistent pain in the bladder. Urine cultured and no growth was found.